Event description:
It was reported, that a winterthur hips was implanted in 2008 on the left side and the pt suffers from pain. The exact implant date is unk. The same pt is treated in (B)(4) - right side, (B)(4) - left side.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the pt has not been revised. As no lot number were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should add'l info become available and an investigation result be available, the changes this assessment, an amended medical device report will be submitted. (B)(4).